Manufacturer narrative:
The field service engineer provided more details regarding the actions he performed on the analyzer. He clarified that the wash stations for the sample and sipper probes were found to be blocked and that there was improper wash flow for the sample probe due to seals. A specific root cause could not be determined based on the provided information. The possible reasons for the event are the instrument issues that were found. In addition, a pre-analytic sample handling issue is also possible. There was no evidence of a general reagent issue.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received questionable results for two patient samples tested for intact human chorionic gonadotropin + the beta-subunit (hcgb ) on an e411 analyzer. Of the two samples, one had an erroneous hcgb result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 1785 iu/l. The sample was repeated on (B)(6) 2016, resulting as 0.100 iu/l accompanied by a data flag. A second sample was collected from the patient on (B)(6) 2016 and tested three times, resulting as 0.100 iu/l accompanied by a data flag each time. The patient was not adversely affected. The hcgb reagent lot number was 19028000, with an expiration date of 03/31/2017. The field service engineer cleaned the water filter, replaced seals, and adjusted probes. He bleached and cleaned the wash stations. He checked the photomultiplier tube high voltage and this was ok. He ran performance testing and this was ok. Quality controls were ok.